Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (psuj) was analyzed and failure analysis investigation confirmed the error via system logs review and reproduced the reported issue in the in-house testing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal set up joint (psuj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had a message stating the console was not connected to the vision tower. The customer power cycled the system and it seemed to resolve the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found several issues on the patient side cart (psc) on armnet 3. The tse informed that armnet 3 had some type of communication drop within it. The tse advised to disable arm3 if they are able to continue with three arms. The customer decided to convert the procedure to laparoscopy. The tse explained the system could be used as a three arm system if the customer chooses. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during a cholecystectomy procedure. The surgeon decided to convert to laparoscopic surgery due to the system issue. The port size incision was not increased, or additional ports were not added during conversion. There was no patient injury.